Manufacturer narrative:
The investigation for one event found that the gear pump head was overdue for replacement. For two events, the investigation could not identify a product problem. For one event, the investigation found that the rinse tubes were not seated, the cell blank volume was too high, the cuvette detergent volume was too low, and the reagent wash stations were not washing the needle. The follow up/corrective actions for one of the events was replacement of the gear pump head. The follow up/corrective actions for one of the events was correction of the seating of the rinse tubes, cell blank volume, detergent volume, and wash stations. There were no follow up/corrective actions for two of the events. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. Serial no.: (B)(4).

Event description:
This report summarizes <noe>4</noe> malfunction events. Erroneous high results were generated by the cobas 8000 c (701) module. The events involved a total of 5 patients with the following: four erroneous results for crep2 creatinine plus ver.2, one erroneous result for mg2 magnesium gen.2. One patient had an age of (B)(6). The remaining patients' ages were requested, but were not provided. The patients' weights were requested, but not provided. There was one male. The remaining patients' genders were requested, but not provided. The patients' races were requested, but not provided. The patients' ethnicities were requested, but not provided.